Event description:
It was reported that that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel in the forearm. A 4.0mmx100mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.